Event description:
It was reported that a low drain volume alarm occurred on a homechoice (hc) machine during drain one of four. The home patient (hp) had the patient line extension connected to the wrong line and disconnected the extension and connected it to the patient line. The hc was not draining at all and the caregiver (cg) stated that the extension was filled with air. The technical service representative (tsr) reviewed the proper setup with the cg. The cg was to start over with new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available. This is report 1 of 2 for this event.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned; therefore, a device analysis could not be performed. If additional relevant information is received, a supplemental medwatch will be filed.